Event description:
Pt complained that the plate and screws were irritating her foot when she had her shoe on. She had asked for the device to be removed after 4 months. The physician indicated that he was happy with the result. In the surgery to remove the device, the surgeon indicated that the device had done it's job in that bone fusion was achieved.

Manufacturer narrative:
This report is for one screw that was used to secure the plate to the bone in the left foot. Discussion: the plate functioned as intended as evidenced by bone fusion. No evidence of gross distortion or surface damage that could produce unintended anatomic impingements was observed. The condition of the plate was similar to that of a new as packaged plate, with the exception of minor handling damage that occurred during implantation and removal. Conclusion: the plate and screws functioned as intended. Taken out of the context of the pt, it is impossible to determine if the pt's experience of pain was related to any geometric or surface features of the plate and screws.